Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra resilia valve in aortic position. Percutaneous axillary access was obtained in a sterile fashion, and the vessel lumen was assessed to be adequate for the esheath, which was placed in the appropriate anatomic position. No difficulty was encountered during insertion or removal of the first esheath; however, resistance was noted when advancing the delivery system through the partially expandable portion of the sheath, where kinking occurred and the valve became exposed which prompted removal of the entire system. Difficulty was also encountered during removal of the first delivery system for the same reason. A new sheath was placed successfully, and the valve was prepared, aligned, crossed, and deployed without issue. During the subsequent attempt at post-dilation, the balloon tore, and the delivery system could not be removed. No extra volume was added to the balloon prior to inflation. The perceived root cause of the balloon tear was unknown. Contralateral axillary access was then obtained with a 16fr sheath, where a focal lesion measuring less than 3.0mm was identified and treated with balloon angioplasty. A snare was introduced but became trapped in the commander balloon material. The system and snare were retracted into the tip of the esheath, the y-port was cut, and the push catheter was removed. A surgical cutdown was performed, allowing successful removal of the balloon material and snare as a single unit, followed by vascular repair. The contralateral access site and surgical sites were closed, and the patient was alive at the end of the procedure. As per follow-up, for the first esheath used, the expansion tool was utilized, the loader was fully inserted, the sheath was not introduced at a steep angle, and the vessel was pre-dilated before esheath insertion. The thv was crimped per IFU, and the delivery system was prepared according to IFU. The devices were retained by the hospital and will not be returned.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The 3mensio evaluation showed calcification at both the landing zone and the ascending aorta. The patient appeared to have a bicuspid aortic valve, and the aortic root demonstrated an angulation of 46 degrees. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for balloon torn and difficulty or inability to withdraw system through sheath were confirmed based on provided information. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "a new sheath was placed successfully, and the valve was prepared, aligned, crossed, and deployed without issue. During the subsequent attempt at post-dilation, the balloon ruptured, and the delivery system could not be removed. Contralateral axillary access was then obtained with a 16fr sheath, where a focal lesion measuring less than 3.0mm was identified and treated with balloon angioplasty. A snare was introduced but became trapped in the commander balloon material. The system and snare were retracted into the tip of the esheath, the y-port was cut, and the push catheter was removed. A surgical cutdown was performed, allowing successful removal of the balloon material and snare as a single unit, followed by vascular repair. Per additional follow-up, for the second commander system, the balloon appeared torn after the valve had been fully deployed during post dilation." It was noted that valve deployment was completed successfully following introduction of the new system, and that balloon damage was only observed during post-dilation. This suggests that no component failure of the inflation-to-crimp (I/c) balloon occurred during initial valve deployment. Imaging review revealed that the patient's aortic root was slightly angulated, which may increase the risk of positioning bias of the delivery system toward the outer curvature of the aortic wall, where calcification was present. Exposure of the crimp balloon to the surrounding calcification may have resulted in damage to the balloon, potentially leading to a tear. However, without further applicable imagery or device returned for evaluation, a definite root cause cannot be conclusively established at this time. As the balloon was torn, the altered balloon profile could have made it more susceptible to catch on the distal end of the sheath tip, which would have then led to the experienced retrieval difficulty. As such, available information suggests that procedural factors (withdrawal of a torn balloon) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.